Event description:
It was reported that the "internal/external sn mismatch". Status of the product at time of event was during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Customer complaint of internal/external sn mismatch was confirmed through visual inspection and pump power up test. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.